Manufacturer narrative:
Investigation summary. No photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 1912287 , no deviations or non-conformances related to this issue were identified during the manufacturing process. Throughout the manufacturing process, force testing and silicone content tests are conducted for each lot, results were reviewed for the reported lot and found to be within specification. The areas where pieces move within the manufacturing area are protected to avoid damage on the product. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. H3 other text : see h.10.

Event description:
It was reported that during use in a pump the syringe tip broke with a bd plastipak¿ luer-lok¿ 30 ml syringe. The following information was provided by the initial reporter: the syringe broke whilst in use. We have taken photographs and it was from a batch lot 1912287. The syringe broke across the ¿hub¿ of the syringe. We do not know how this happened. The syringe was in use in a syringe pump at the time. Additionally, customer provided the following information: the patient did not require a change of treatment as we were able to administer a new syringe pump in a timely fashion. There was no exposure to bodily fluid. The syringe was clean and dry when it was found. The patient did not require medical attention but the nurses caring for the patient had to renew the syringe pump. I do not have a physical example of the syringe but can provide batch numbers lot 1912287.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use in a pump the syringe tip broke with a bd plastipak¿ luer-lok¿ 30 ml syringe. The following information was provided by the initial reporter: the syringe broke whilst in use. We have taken photographs and it was from a batch lot 1912287. The syringe broke across the ¿hub¿ of the syringe. We do not know how this happened. The syringe was in use in a syringe pump at the time. Additionally, customer provided the following information: the patient did not require a change of treatment as we were able to administer a new syringe pump in a timely fashion. There was no exposure to bodily fluid. The syringe was clean and dry when it was found. The patient did not require medical attention but the nurses caring for the patient had to renew the syringe pump. I do not have a physical example of the syringe but can provide batch numbers lot 1912287.